Event description:
The customer contact reported a separation. The male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was to be used to deliver an unspecified volume of lactated ringers. It was reported that during priming of the tubing sets, the tubing separated from the arm of the distal clave y-site of the extension tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).